Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported an ins pocket issue. Caller said ins was initially placed too low and the patient was in pain whenever they sat down. When the ins depleted normally, hcp placed new system in a different location on (B)(6) 2015. The previous lead was not removed because it was too risky and the hcp wasn't sure if they could remove it completely. Patient completely recovered after the surgery. This is considered a sudden change.